Event description:
The customer reported a harardous incident with the potential for fluid imbalance. The customer reported an incorrect dialysate weight alarm rec'd on the prismaflex and concerned that "ten limit" for incorrect weight alarms was going to be met and result in having to end treatment. The alarms did not seem to result from known causes. She stated that she does not believe that it is "user" related. The events history showed effluent weight incorrect and malfunction: scales alarms were observed. Scales diagnosed to be +/- 30gm. I/o data showed replacement fluid input noted to be positive 55ml, dialysate input to be positive 32ml, and prf to be less 32 ml than set flow rates. Similar issues had been noted with other prismaflex units in the last 3 weeks and there may be a connection to upgrade performed 3 weeks ago on the heparin and blood pumps. She felt issues occurred since the update and are pump related since issues had been noted for the last year since the upgrade. Equipment status: sequenstered.